Manufacturer narrative:
Customer has indicated the complaint sample will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted.

Event description:
It was reported during an unknown patient procedure that the quick connect portion of the offset reamer handle snapped off while adjusting the entry angle at the acetabulum. No adverse events were reported.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the drive chain. Visual examination of the complaint sample found a large fatigue fractured area and as well as an angled fracture surface area suggesting that there was a force not parallel with the axis of the shaft. The fractured resulted from the overload in the off axis direction. A manufacturing review was performed and there were no discrepancies found. No further investigation required. (B)(4).